Event description:
It was reported that post implant of the atrial lead the patient had a possible right atrium perforation. Pericardiocentesis was performed on the patient. The patient was then taken to the or where the physician performed a sternotomy. The atrial lead was removed and a pin plug was inserted into the pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage.